Event description:
It was reported that this right ventricular (rv) lead wrap moved from behind the pacemaker to in front of generator. Additionally, the patient felt uncomfortable. The physician opened the pocket, cleaned up the scar tissue around the leads and closed the bottom of the pocket and rewrapped the leads and placed them behind the generator. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.